Event description:
During a cardiac ablation procedure, stimulation could not be delivered. The user was using a non abbott mapping system and was unable to pace or capture, the system was bypassed and directly connected to the amplifier without resolution. The ep4 was replaced, the system was rebooted and connections were checked, but this did not resolve the issue. The patient was under anesthesia when the procedure was cancelled. The patient was stable.

Manufacturer narrative:
The reported stimulation delivery issue could not be duplicated in the simulated laboratory environment. The results of the functional test confirmed that all stimulus outputs registered correctly on the calibrated measurement equipment. The test results also confirmed proper routing of the pacing amplitude and currents through the amplifier stimulus switching circuitry. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and the hardware evaluation performed, the cause of the reported stimulation delivery issue could not be conclusively determined.